Event description:
It was reported that shaft break occurred. A 7.0 x40, 75cm charger balloon catheter was advanced for dilatation; however, during procedure the shaft of the balloon broke and had to be snared out of the body. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 7.0 x40, 75cm charger balloon catheter was advanced for dilatation; however, during procedure the shaft of the balloon broke and had to be snared out of the body. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a charger device 18 atm was received for analysis. A visual examination of the shaft identified an inner balloon shaft break 4mm proximal from the proximal markerband. A visual examination identified complete circumferential tear 5mm distal from the proximal balloon sleeve. A visual examination observed no damage to the tip of the device. A visual examination found no issues or damage to the markerbands of the device.